Event description:
It was reported that the pod generated an occlusion alarm after being worn for 24 to 36 hours. When removed from site (leg) noticed a blood clot on the side of the cannula. As treatment, patient was able to activate a new pod.

Manufacturer narrative:
The download data from the returned device showed an occlusion alarm was generated during pod operation. Timeouts were found in conjunction with this alarm, but the data did not contain any drive stalls. During investigation, the pod was successfully rerun and no occlusion alarms were replicated. No blood blockages were observed in the fluid path. The exact cause of the alarm could not be determined. The device was received partially deployed with the formed needle visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the formed needle was not properly seated in the slide retract. The hard cannula was found to be bent. When viewed under magnification, the slide retract was found to be damaged. The damages to the slide retract and hard cannula indicate that the hard cannula was incorrectly installed into the slide retract which resulted in the needle not retracting back into the pod. Damage was also found to the distal tip of the soft cannula. It could not be determined when or how the hard cannula became bent and the damage to the distal tip of the soft cannula occurred.